Manufacturer narrative:
(B)(4). Pump passed the displacement test but failed rewind during prime / a33 test due to loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump received low battery alert after a week and rewind takes longer. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.